Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain and other non-malignant pain. It was reported that the patient is in a nursing home now and that the pump has been disabled ¿for years.' The caller stated that they ¿though it would help¿ the patient. The patient still has the pump implanted and the patient also has a pacemaker of the same manufacturer. The caller reported that the only healthcare professional (hcp) that the patient sees is the heart doctor for the pacemaker and the patient remotely checks the pacemaker every other month. The caller declined the offer to find a new managing hcp for the pump. It was reported that when the hcp installed the pump, the hcp hit the patient¿s nerve that went all the way down to their foot. The patient has ¿golf foot¿ from that implant ((B)(6) 2008). The caller also noted that because of this incident, the patient spent a week in the hospital in ¿excruciating pain.¿ there was no out of box failure reported and there was no medical/therapy problem related to the small components. It was reported that troubleshooting resolved the reported issue. There were no further complications reported/anticipated.